Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: were the hemorrhoids circumferential or isolated to one side? Circumferential. What was the grade of hemorrhoids? 3rd grade (after anorectal thrombophlebitis). Were any staples observed anywhere is the surgical field or on the back table? If staples were observed in the surgical field, what was the shape? Part of the staples where observed in the surgical field (on one side of the anastomosis). No information about shape. Did the surgeon wait approximately 30 seconds after closing but prior to firing and then 20 seconds after firing but prior to opening the device? Yes. Surgeon always waits 1 minute after closing and 15-20 seconds after firing. Did the surgeon receive audible & tactile feedback when firing the device? Yes. Can you please clarify what was meant by, ¿manual anastomosis¿? Surgeon manually stitched on one side of the anastamosis that was not stapled after firing device. How long after the initial procedure was the reoperation performed? 24 hours later. What was done during the reoperation? Anastamosis was fixed once again because it was not fully performed in first surgery. Stoma were surgically made. What was the approximate volume of blood loss intra-operatively and post-operatively? Intra-operatively ~700ml, post-operatively ~500-700ml. (Patient was transported to different hospital after first surgery, so those volume may vary). Were any blood products given? If so, how much? Yes, blood products were given but volume is not known because this information is already in other hospital. What is the current patient status? Patient still has stoma but current surgeon plans to remove it in the end of january.

Manufacturer narrative:
(B)(4). Batch # unk. Day unknown. Only month (november) and year (2018) known. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the hemorrhoids circumferential or isolated to one side? What was the grade of hemorrhoids? Were any staples observed anywhere is the surgical field or on the back table? If staples were observed in the surgical field, what was the shape? Did the surgeon wait approximately 30 seconds after closing but prior to firing and then 20 seconds after firing but prior to opening the device? Did the surgeon receive audible & tactile feedback when firing the device? Can you please clarify what was meant by, ¿manual anastomosis¿? How long after the initial procedure was the reoperation performed? What was done during the reoperation? What was the approximate volume of blood loss intra-operatively and post-operatively? Were any blood products given? If so, how much? What is the current patient status?

Event description:
It was reported that during the hemicorporectomy pph03 device was used, however when device was activated it didn't staple, just cut the tissue. As a result, there was a heavy bleeding, and the surgeon did a manual anastomosis. The patient was later on reoperated because of bleeding complication.